Event description:
A customer reported that the incorrect assays were run for a single patient sample while using the vitros 5600 integrated system. The customer identified the issue because the incorrect assays obtained were different than what was programmed for that patient. No discordant patient results were reported to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The customer re-uses patient sample ID numbers. The customer re-used sample ids that had pending tests stored in the analyzer. The device labeling, located in the vitros 5600 user documentation describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The vitros 5600 system was operating as programmed and as intended. The root cause of this event is user error.